Manufacturer narrative:
(B) (4).

Event description:
Procedure type: hernia. According to the reporter: balloon popped while being inflated. Another dissector system was opened and used. There was no report of add'l bleeding, tissue damage, pieces falling in the cavity or extension of operating room time. No pt injury reported.